Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 12/11/2015 with the following findings: the complaint could not be duplicated or confirmed within investigation. Review of the pump¿s black box revealed no evidence related alarms or issues. On (B)(6) 2015, the pump was manually switched between basal program 1 and 2. The last basal delivery occurred on (B)(6) 2015. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries occurring during investigation was accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 495 mg/dl with moderate ketones, blurred vision, and symptoms of dehydration. The reporter noted the patient received insulin via injection and an insertion site change at a healthcare provider's office. It was reported the basal rate settings were changed by a healthcare provider recently. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the pump was not calculating recommended bolus totals correctly. The patient's healthcare provider stated there was a mechanical issue with the pump. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.